Event description:
It was reported that a pump user experienced recurrent low glucose, with sensor readings as low as 65 mg/dl over approximately two hours after waking to alarms, and self-treated with pudding and a glucose tablet; the user had been on the pump for about a week and received education on the 15 grams every 15 minutes correction method to avoid overcorrection, and was advised that the adaptive algorithm would adjust over time. Symptoms included hypoglycemia. Outcomes included self-management with oral glucose and improvement as glucose began trending upward, with no emergency treatment or hospitalization reported. Investigation included customer care troubleshooting and education. Investigation of this case revealed no device malfunction reported and user guidance provided on appropriate hypoglycemia treatment. It was concluded that the event involved hypoglycemia with an unclear cause, and the device will continue to adapt as the algorithm learns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.